Event description:
It was reported that a patient presented for an unrelated procedure. Prior examination of the patient's right ventricular (rv) lead revealed failure to sense. During the procedure to revise the rv lead, the physician confirmed insulation damage on the rv lead. The rv lead was capped and replaced on (B)(6) 2022. The patient was stable throughout.